Manufacturer narrative:
There is no suspected device failure. The reported adverse event is an inherent risk in this type of procedure.

Event description:
During a literature review, an article [1] was identified in which the superior vena cava was perforated into the pericardial space in a chronic venous occlusion procedure where the powerwire rf guidewire was used among other devices including dorado, conquest and atlas balloon catheters (bard peripheral vascular) and s.m.a.r.t stents (cordis/cardinal health). The complication was successfully managed with anticoagulation reversal, overnight observation, and oral anti-inflammatory therapy for procedure-induced pericarditis. There was no long-term detrimental effects and further intervention was aborted. There is no suspected device failure. The reported adverse event is an inherent risk in this type of procedure. [1] keller, e. J., s. A. Gupta, s. Bondarev, k. T. Sato, r. L. Vogelzang, and s. A. Resnick. 2018. 'Single-center retrospective review of radiofrequency wire recanalization of refractory central venous occlusions', j vasc interv radiol, 29: 1571-77.

Manufacturer narrative:
This submission is a follow-up report for the manufacturer report number 9710452-2020-00065 submitted on jan. 7. 2021. It was found that the adverse events from the literature source were previously submitted to the FDA by baylis medical company inc. On may 8, 2019 under the manufacturer report number 9710452-2019-00012, therefore manufacturer report number 9710452-2020-00065 is a duplicate report.